Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: balloon dilatation catheters: 2.0x08mm mini trek, 3.5x10mm pantera nc. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, de novo, mid right coronary artery (rca) after pre-dilatation with a 2.0 x 8 mm mini trek balloon, the 3.5 x 15 mm xience prime stent was deployed without issue. Post-dilatation was performed with a 3.5 x 10 mm non-abbott nc balloon; however, a distal stent edge dissection was noted. A 3.5 x 15 mm xience prime stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.